Manufacturer narrative:
Per the tandem user guide - the pump is indicated for use in individuals six years of age and greater. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 400 mg/dl and a high ketone level identified as dangerous by healthcare provider. Reportedly, the customer was new to the pump and did not have the correct settings programmed. Additionally, customer was under 6 years old while using the pump. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin, and manual injections. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage. Customer consulted healthcare provider to have pump settings updated.